Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No failed battery alarm could be verified due to the blank display. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The customer had a low blood glucose and ate. The customer was going to deliver a bolus for the food and noticed that the insulin pump was not on. The blood glucose reading was 39 mg/dl. The customer reported that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contact and insert a new battery and the insulin pump alarmed for a failed battery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.